Manufacturer narrative:
The reported complaint of the autopulse platform (sn 34575) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review, and functional testing. The root cause of the reported complaint was a defective processor board, likely due to a defective component or due to mishandling, as indicated by the damaged front enclosure. Unrelated to the reported complaint, a damaged front enclosure was observed during visual inspection. The front enclosure was replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. Also, during further testing, unrelated to the reported complaint, the drivetrain motor brake gap being out of specification and cannot be adjusted due to a defective drivetrain likely caused by a defective component. The drivetrain motor was replaced to remedy the issue. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the reported complaint date. The processor board was replaced to remedy the fault. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " error message. Patient use is unknown.